Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the femoral artery. The eccentric, 4.0mmx8mm, 85% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). Predilation was performed with an unspecified balloon catheter 2.5x15mm with a residual stenosis of 70%. However, resistance was encountered upon advancing the device and when the device was removed, it was noted that the tip of the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.